Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ no complaint against the device: event is not applicable for analysis. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "capsular contracture baker grade iii" with "firm" "visually was much significantly hard, it was raised". Patient was prescribed singulaire - "(B)(6) 2025". Later healthcare professional reported "implant exchange with no complaint against the device". This record is for the right side. The device was explanted and replaced.

Event description:
Patient reported "capsular contracture baker grade iii" with "firm" "visually was much significantly hard, it was raised". Patient was prescribed singulare - "(B)(6) 2025". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., d6b., h.6.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". This record is for the right side. The device was explanted and replaced.